Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the patient underwent revision surgery to excise the excess skin. The site was injected with kenalog 40 as well as being treated with silver nitrate. The implanted device remains.

Manufacturer narrative:
(B)(4). Per the clinic, the patient underwent skin revision surgery on (B)(6) 2016 under general anaesthesia. Additionally, it was reported that the abutment was replaced during the same procedure. The implanted device remains.